Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. Technical services (ts) recommended an in-clinic interrogation and performing isometrics. The patient was seen in clinic and reprogramming and isometrics were performed. It was noted that with isometrics, there was myopotential oversensing but impedances remained stable. It was noted the patient would continue to be monitored. This lv lead remains in service and no adverse patient effects were reported.